Manufacturer narrative:
Additional information: g4/g5- PMA/510(k)number. Section h6: patient and device codes. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis with active control system may include but are not limited to stent graft migration.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. An imaging evaluation was conducted. The imaging evaluation stated the following: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Page 1, possible contrast-like density outside of the implanted graft. Contrast cannot be confirmed with the available image. Page 2, when comparing the 2 images, one image shows the proximal end of the graft adjacent to the 4th sternal wire. The other image shows the proximal end of the graft adjacent to the 5th sternal wire. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis with active control system may include but are not limited to endoleak and reoperation.

Event description:
Following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of a ruptured descending thoracic aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag-ac). On (B)(6) 2020, a radiograph revealed the proximal end of the ctag-ac migrated distally (distance unknown). On (B)(6) 2020, a CT imaging revealed a proximal type I endoleak. On (B)(6) 2020, a reintervention took place whereby an additional stent graft was implanted proximally. The endoleak was resolved. The patient tolerated the procedure.